Event description:
Customer reported device=225 mg/dl in the morning. Customer retested and device=765 mg/dl and confirmed the result in the memory. No treatment. No controls. A request was made for return product and replacement product was sent.